Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a damaged cable was confirmed with the returned modular cable (lot # 8336513). Visual inspection revealed the cable was severed approximately twelve inches from the in-line connector end. The finding would have resulted in a shorted condition resulting in the damaged fuses within the system controller. Due to the underlying power wires being severed and the damaged fuses within the system controller, power cannot be supplied to the lvad and the system will not recover unless both devices are replaced. Heartmate 3 instructions for use titled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, titled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use section 8, titled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, titled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's partner had dressed the patient's driveline with tegaderm and tape before showering. After the shower, the patient was unable to get the dressing off the patient's driveline. The patient's partner used scissors to remove the dressing and accidentally cut the patient's driveline. Emergency medical services arrived and prior to transport, both external batteries were removed but were eventually added back. Emergency medical services confirmed that the pump symbol was off and that the driveline severance was below the modular cable connection. Upon arrival at the hospital the patient was hemodynamically stable with complaints of shortness of breath and dizziness and it was confirmed that the pump was off. The cut modular cable was removed and replaced on the same system controller; however, the pump did not start as the original system controller's wires were severed and the system controller short out resulting in comm a and comm b faults. After a minute the new modular cable was connected to another system controller and the pump was restarted. The patient was stable and there were no residual side effects of the pump off event. Log files noted that the device operated as expected after the pump had restarted. Additional log files sent on (B)(6) 2022 showed that the previous system controller had internal faults, low flow alarms, lvad off with zero flow, pump power and speed. Controller: MFR # 2916596-2022-16178.